Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inguinal hernia procedure, the device was placed into the patient but the balloon would not inflate. Another device was used to complete the procedure. There was no patient injury.